Event description:
User was driving along a small road. Suddenly the powerchair was driving to the left. The user tried to avoid the turning, but the chair was not reacting and she drives into the stream. Her boyfriend helped her out of the water. She did not let go of the joystik. She was driving at speed 5 but a runner was coming against her, so she turned down the speed just before driving into the stream. The joystik is programmed to work in the opposite way as normal.

Manufacturer narrative:
The tdx-sp base is manufactured at taylor st. And the chair is assembled at invacare (B)(4) and sold in europe. The incident occured in (B)(6). The chair was received back and a visual inspection was performed. The chair was rusty , dirty and partly damaged. The device could not be taken into operation again and the electronic didn't respond at all. Most probable because it was lying several hours in the pond. Parts of the chair have been send to the manufacturer already for further investigations. We expect the manufacturer investigation report until the next 6 weeks. Device history chair was in service / repair in 2014 and 2015. Details are requested. (B)(4).